Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer continued to use existing pump with backup insulin method available if needed, and technical support arranged shipment of replacement pump, confirmed warranty and shipping details, instructed customer to place malfunctioning pump in storage mode and return it within required timeframe, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.